Manufacturer narrative:
The device was further evaluated by a stryker product assessment center technician and it issue was again verified. The cause of the reported issue was missing components of the main printed circuit board. The further root cause of the missing components could not be established.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device failed the shock button test. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device failed the shock button test. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The stryker field service representative discovered the issue upon evaluation. The customer was sent a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.